Manufacturer narrative:
Visual examination of the returned device found the bur detached from the inner hub. The inner hub was not returned for evaluation. Without the inner hub root cause could not be identified at this time. The device history review found no abnormalities that would contribute to this issue. A two year review of complaint history revealed there has been a total of (B)(4) complaints regarding (B)(4) devices for this family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following: direct contact of the rotating cutting edge of the shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or burs should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the "h9133 - 4.5mm sterling, lightning, 6 ea, the blade came apart during a shoulder arthroscopy". This was reported with no patient injury or surgical delay. Another h9133 was used to complete the case. This report is raised on the basis of a device malfunction with potential for injury upon reoccurrence.